Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse removed, cleaned and checked the probe wipe assembly, and checked the bvs and tubing. The fse observed the instrument operation and no leak was found. Root cause of the spill is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that a bloody leak was observed underneath the blood sampling valve (bsv) of the coulter lh 780 instrument. The customer was wearing lab coat, gloves and goggles. No injuries occurred and medical attention was not sought. There was no exposure to mucous membranes or open wounds. There were no reports of death, injury or effect to patient treatment.